Event description:
It was reported that the patient experienced a decrease in therapeutic benefit and a loss of bladder control during the night. She was getting up 2-3 times at night to use the bathroom and urine would flow out when she sat up. The patient also experienced an increase in bowel movements and flatulence. She previously had 1 bowel movement per day but since the implant of the neurostimulator (ins), she had approximately 3 bowel movements per day. The stools were well formed, not diarrhea. The patient did not want to turn the stimulation off to see if bowel symptoms improved because the therapy was working well otherwise. Additional information received reported that the patient was not feeling a stimulation sensation. The patient met with her physician and after an adjustment with the left ins, it was determined that the right ins did not seem to be working. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178-2012-04482.

Manufacturer narrative:
Product ID 3093-28, lot# v926163, implanted: (B)(6) 2012, product type lead; product ID 3093-28, lot# v926163, implanted: (B)(6) 2012, product type lead; product ID 3037, lot# njd150111n, product type programmer, patient; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3058, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).